Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 123 mg/dl. Customer stated that he was doing a bolus for breakfast when he received the alarm. Customer was assisted with clearing the alarm. Customer uses the sensor feature on the pump. Customer stated that they are able to rewind the pump. Customer was advised to return the pump with the battery and zero out the basal rates. Customer was asked to return the pump for analysis. No further assistance needed.

Manufacturer narrative:
The insulin pump was unable to prime during prime/a33 test due to faulty force sensor resistor. No motor error alarm noted during testing and the motor was tested outside of the device and passed. However, the insulin pump passed displacement, rewind and basic occlusion tests. The insulin pump has cracked reservoir tube lip, minor scratched display window and cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.